Event description:
It was reported after centrifugation using bd vacutainer® lh pst¿ ii plus blood collection tubes 15 tubes contained fibrin. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sample quality- fibrin was observed. Additionally, 10 retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed as all samples met specifications. Complaints for sample quality are under statistical control for the month of october 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sample quality- fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4: medical device lot #: 4012740. D4: medical device expiration date: 30-jun-2025. H4: device manufacture date: 12-jan-2024. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after centrifugation using bd vacutainer® lh pst¿ ii plus blood collection tubes 15 tubes contained fibrin. No adverse impact was reported regarding the patient or user.